Event description:
Customer stated that service required light was flashing. No alleged injuries by account.

Manufacturer narrative:
Technician found service codes and cable with intermitted connection. Old fluid residue in ucm board. Replaced left intermediate cable and ucm board to resolve this issue. Bed found in storage area.